Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and found that sensor pod was returned without the sensor wire. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.